Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after filling the cartridge with insulin, the insulin gauge displayed a fill estimate of over 200 units of insulin. Then, an hour later, the insulin gauge displayed 0 units. Tandem technical support was unable to perform troubleshooting as the event had occurred in the past. The customer's blood glucose level was 287 mg/dl, and was addressed with a correction bolus.